Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Pictures were not provided of the cup, and it was not returned. Part and lot identification are necessary for review of device history records, neither were provided for the cup. Complaint history review cannot be performed without product identification for the cup. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 65492268 g2: foreign: singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon struggled to have the screw implanted through cup on the patient. No known impact or consequence to the patient. It was reported that no further information is available.